Event description:
(B)(4).

Manufacturer narrative:
The customer did a restart, and the cns came back up and patients were being monitored. Both raid volumes were good. Unit is back up and running, and the customer stated that they do restarts every 90 days as part of their preventative maintenance.